Manufacturer narrative:
Batch review was performed on 19 october 2021: lot 1905123: (B)(4) items manufactured and released on 11-jul-2019. Expiration date: 2024-jun-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event. Other devices involved: batch review was performed on 19 october 2021: gmk-sphere 02.07.1203r tibial tray fixed cemented # 3 r (k090988) lot 1903511: (B)(4) items manufactured and released on 02-oct-2019. Expiration date: 2024-sep-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event. Gmk-sphere 02.12.0023r femoral component sphere cemented # 3+ r (k140826) lot 178029: (B)(4) items manufactured and released on 20-mar-2018. Expiration date: 2023-mar-09. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event.

Event description:
The patient came in for anterior knee pain. At 1 year and 10 months after the primary surgery, a resurfacing patella size 2 has been added, no implant was revised.